Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. A power on reset occurred (memory test por was recorded on (B)(6) 2011). Two parity errors were recorded on that date. The por (power on reset) severity is low.

Event description:
It was reported that the device experienced a power on reset (por) that triggered the patient alert. The patient had been undergoing radiation. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.